Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and address, instructed customer to place pump in storage mode before return, advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.